Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead dislodged which was able to be confirmed by fluoroscopy. The rv lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece for analysis with the helix noted retracted and clogged with blood/tissue. Visual and x-ray examinations did not find any anomalies. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification.